Event description:
It was reported that the customer experienced issues with their current t:slim x2 pump, including a home button that was less responsive, a loose charging port that required jiggling to charge, and a rapidly depleting battery. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from customer technical support and is in the process of obtaining a renewal pump.